Event description:
Rptr alleged blood glucose monitoring device was giving inaccurate readings over 200 mg/dl and being admitted to the hospital for two days where was treated with an IV and a shot. Reporter stated readings were 194 & 215 mg/dl and heart was beating fast so went to the hospital where was given the shot to slow heart rate and an IV, contents not provided. Reporter stated hospital reading was 300 mg/dl. Reporter indicated not running controls on the device and a request was made for the return of the suspect device and replacement product was sent.